Event description:
It was reported by the customer that a bd pyxis medstation es system was not working properly when the user attempted to inventory all control medications, as the drawer was not recognized as being open and the device froze. Each time, the device needed to be force rebooted caused potential delay in care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ satxfsepx2 (not 1), px2 doesn't not let me put a ticket in for it. Case: (B)(4) ¿ (satxfsepx2 serial phone device not working properly when user goes to inventory all control meds. Drawer is not recognized as being open. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized as being open and the device froze. A field service engineer removed pockets from the drawer and performed a drawer swap on the main enhanced half-height drawer 2.1 and 2.2, powered the station on, configured the drawer, and placed pockets back in their respective drawers. The system functioned as intended after the field service engineer troubleshot the device.